Event description:
The customer states that over a two week period, control values generated on both cell-dyn ruby analyzers in the lab shifted down but within specifications. During this time, one patient sample generated the following hemoglobin results: date: (B)(6), hgb (sn (B)(4)): 12.0 g/dl; hgb (sn (B)(4)): na. Date: (B)(6), hgb (sn (B)(4)): 10.1; hgb (sn (B)(4)): na. Date: (B)(6), hgb (sn (B)(4)): 9.2; hgb (sn (B)(4)): na. Date: (B)(6), hgb (sn (B)(4)): 8.4; hgb (sn (B)(4)): na. Date: (B)(6), hgb (sn (B)(4)): 8.9 (9 am draw); hgb (sn (B)(4)): 7.9 (5 am draw). Date: (B)(6), hgb (sn (B)(4)): 8.3 (5 am draw); hgb (sn (B)(4)): na. Date: (B)(6), hgb (sn (B)(4)): na; hgb (sn (B)(4)): 7.9 (5 am draw). Date: (B)(6), hgb (sn (B)(4)): 8.1 (5 am draw); hgb (sn (B)(4)): na. No transfusions were given this patient with renal deficiency since the repeat hemoglobin results were greater than 8.0 g/dl. The customer performed a precision run, which met specifications. A service call was initiated since the cause of the downward control trend could not be identified. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The abbott customer technical advocate (cta) followed up with the customer and requested the quality control log and dates of last extended and shear valve cleaning for review. The data showed that the extended cleaning had been performed on a weekly basis along with the shear valve cleaning. Controls documented a downward trend for the hemoglobin parameter that began trending upwards after the extended cleaning was performed. Calibration of the analyzer was then performed from a newly opened calibrator pack with acceptable results. Controls and moving averages remained within range afterwards. The cause of the issue was likely maintenance-related on the cell-dyn ruby instrument. No further assistance was required; the instrument was performing within specifications. The cell-dyn ruby system operator's manual, list number 08h56-01, revision d, contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current investigation, a product malfunction was not identified for the cell-dyn ruby instrument. Review of complaint tracking and trending; abbott customer technical advocate initiated troubleshooting with customer intervention.